Event description:
Catheter was being stripped in radiology because of fibrin sheath surrounding both ports when catheter tip broke off and became lodged in pulmonary artery. Piece could not be retrieved. Pt was asymptomatic. Catheter was inserted via internal jugular approach. Inserted in another facility approx. 3 weeks prior to event.